Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient treatment) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 103) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. Additionally the u727 and u728 were defective. The root cause for the defective components could not be positively identified. Per the attached download data, the damage to the components did not occur while the device was being worn by the patient, and the damage did not cause or contribute to the treatment event. The damage to the components occurred at some point after the treatment event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact and oversensing low-amplitude cardiac signal. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and walking at the time of the treatment event. It was reported that the patient did not know what to do to respond to the alarms. The patient's wife reported that the patient was knocked to the floor after receiving the treatment. There were no injuries reported. The response buttons were not pressed during the treatment event. Motion artifact contributed to the false detection. The patient did not seek medical attention and continued use of the lifevest. Additionally a service code 103 (gel fire fault) was reported. There is no indication that the gel failed to deploy.